Event description:
The patient contacted animas on (B)(6) 2014 stating that they are having high blood glucose (bg's) of 400mg/dl with moderate symptoms with muscle aches, nausea, and thirst. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that they gave a correction with pump and bg's are not responding. The patient changed site several times and gave correction still no response. During call patient gave injection with syringe. Customer support (cs) reviewed pump found basal rates were correct, advanced bolus settings were correct, no alarms in history, total daily dose history is correct, bolus history was correct. Per patient does have rheumatoid arthritis and has been on 5 mg of prednisone for past few years and is not having a flare at this time. The patient stated that the hcp has reviewed settings and gave instructions for sick days. The patient stated that only injections bring bg down. This report is being made due to the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: the last basal delivery was on 01/17/2014 and the last delivered bolus was a 2.55u bolus on 01/17/2014. A review of the alarm history shows only typical usage. The basal and boluses add up appropriately to total the total daily dose showing the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.